Manufacturer narrative:
Evaluation of the explanted device found evidence of stress and fatigue fracture due to excessive weight. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Evaluation of the explanted device found evidence of stress and fatigue fracture.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2012 due to fracture of the tibial tray. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.